Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product distributor reported on behalf of the product user that the listed infusion set became detached during product use. According to the reporter, the patient's blood glucose levels rose due to therapy interruption. According to the reporter, the infusion site was replaced. No permanent injury was reported.